Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The ICD was also found to be in backup operation due to magnetic resonance imaging performed. A reset was performed and the ICD was restored. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The ICD was also found to be in backup operation due to magnetic resonance imaging performed. No intervention was performed. There were no patient consequences reported.